Event description:
It was reported that during a da vinci s surgical procedure the 5mm cautery hook a-sure accessory installed on the 5mm monopolar cautery instrument, broke off and fell into the patient. The cautery hook was retrieved and the planned surgical procedure was completed. No patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The 5mm monopolar cautery instrument used in conjuction with the cautery hook a-sure accessory was returned to isi. The instrument was installed on an is2000 in-house test system and the instrument passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions and a new cautery tip accessory can be screwed onto the instrument indicating that the threading is within specification. The instrument also passed electrical continuity testing and was found to be fully functional.